Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead impedance is low; 177ohms bipolar and 164ohms unipolar. It was also reported that since the last check in (B)(6) 2010, the patient has only been pacing 3% versus 75% prior to that check. The device remains in use. No patient complications have been reported as a result of this event.